Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the stent was deployed the distal part of the stent got stuck in the petals/distal marker of the delivery wire. Also, when the physician attempted to recapture the delivery wire it was observed that the stent is moving with the delivery wire. Eventually the physician advanced the microcatheter over the stent and the distal end of the subject device opened freely. The procedure was completed successfully with a delay of 5 minutes. No clinical consequences were reported to the patient.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The event description states "the subject stent has been deployed but the distal part of the stent was stuck with the petals (or with the distal marker) of the pusher wire. When trying to recapture the pusher wire with the microcatheter, the distal part of the stent was moving together with the pusher wire. Eventually it was possible to advance the microcatheter over the distal marker of the pusher wire and the distal end of the stent was able to open freely.¿ 5 minutes surgical delay was noted. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It is most likely that anatomical factors encountered during the procedure resulted in the sdw becoming stuck in the petal/stent during positioning attempts. Based on review of all available information an assignable cause of undeterminable will be assigned to the reported event of 'sdw stuck in stent' as the issue is associated a product which was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the stent was deployed the distal part of the stent got stuck in the petals/distal marker of the delivery wire. Also, when the physician attempted to recapture the delivery wire it was observed that the stent is moving with the delivery wire. Eventually the physician advanced the microcatheter over the stent and the distal end of the subject device opened freely. The procedure was completed successfully with a delay of 5 minutes. No clinical consequences were reported to the patient.